Event description:
It was reported that pump malfunction occurred with malfunction code 16, and no notable events were reported prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed that malfunction did not recur after reset, and advised customer to continue using pump and call back if any malfunction code recurred, which customer understood.